Event description:
A malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset information, and the pump functioned properly afterward without the code recurring.